Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part a preventive maintenance. A visual inspection and functional test were performed. Damaged force sensing resistors were identified during visual inspection. The cause of the condition could not be determined. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have damaged force sensing resistors (fsrs). No additional information is available.